Event description:
A 3.5mm diameter x 18mm length endeavor rx drug-eluting coronary stent was deployed in a pt. The target lesion, located in the rca #1 was described as severely calcified with 99% stenosis and was not pre-dilated. It was reported that stent was deployed with no issue; however, as the relevant stent diameter was smaller then the vessel diameter, (ivus confirmed 5mm rvd) the physician post dilate the 3.5mm stent using a 4.5 x 15mm balloon catheter to treat the malapposition of the stent. Although resistance was encountered during advancement, the post-dilation balloon catheter was advanced to the distal section of the stent and inflated twice. However, after post dilatation, ivus confirmed that the stent appeared to be 37mm long although it was 18 mm length when deployed. The procedure was completed after oct (optical coherence tomography) confirmed there was no impact to blood flow. The pt is reported to be fine and no other sequelae were reported.

Manufacturer narrative:
(B)(4), stent deformed in vivo: eval results and conclusion: direct stenting; post dilatation catheter may have caught on the deployed stent.